Event description:
Information has been received from an investigator concerning a 24-year-old white (ethnic group: not hispanic or latino) female subject enrolled in a study entitled " treating abnormal postpartum uterine bleeding or postpartum hemorrhage with the jada system - a post-market registry". This report concerned 1 subject and 1 device. The subject's current conditions included uterine atony, chronic hypertension, gestational hypertension, alpha or beta thalassaemia, sickle cell disease, asthma, uterine fibroids, gestational diabetes, morbid obesity, pre-eclampsia without severe features, pre-eclampsia with severe features, antepartum hemorrhage, cardiovascular disease, covid-19 and placenta praevia. The subject's concomitant therapies included carboprost, tranexamic acid and red blood cells for abnormal postpartum uterine bleeding/ postpartum haemorrhage (pph). On (B)(6) -2021 the subject was inserted with vacuum-induced hemorrhage control system (jada system) via vaginal route (lot# and expiration date were not reported) for abnormal postpartum uterine bleeding/ postpartum haemorrhage (pph). Duration of vacuum-induced hemorrhage control system (jada system) use was 8.75 hours. On (B)(6) 2021 the subject was admitted to hospital at a gestational age of 37.4 weeks and gave placental delivery on (B)(6) 2021 by emergent cesarean section through induction method over 27 hours. The subject delivered a singleton with weight of 4930 (units not reported). The subject pregnancy information included gravida 1 and no live birth in the past. On (B)(6) 2021 the subject with pre-eclampsia with severe features-developed oxygen requirement and experienced pulmonary oedema treated with furosemide (lasix), magnesium sulfate, and nifedipine (procardia). The device was removed on (B)(6) 2021 and was not reinserted. The outcome of pulmonary oedema was reported as recovering. The investigator considered pulmonary oedema to be not related to vacuum-induced hemorrhage control system (jada system). Medical device reporting criteria: serious injury. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.